Event description:
Event description guidant/cpi received information that the patient implanted with this ipg (implantable pulse generator) experienced a syncopal episode. The physician thought it may be due to ventricular oversensing. The patient is pacemaker dependant.